Event description:
It was reported the lead had high thresholds, was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. Analysis revealed that the outer insulation was breached cut. Blood/body fluid was present on the proximal conductor (not obstructed). Visual analysis indicated explant damage.